Manufacturer narrative:
D10 concomitant products: sigpshell - sig power sigpshell control shell, lot# n3k2486y sigphandle - sig power sigphandle handle, serial# (B)(6) egia60amt - egia60amt egia 60 artic med thick sulu, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic ileocecal resection, in colon resection, the knife advanced automatically with about 15-millimeters remaining. After that, the knife could not be retracted. After restarting by long pressing the green button, the knife retracted and could be removed from the trocar. There was no patient injury.